Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired after implant duration of approximately 1.3 months. Patient also had a device explanted and another device implanted. No further details were provided. Information learned from implant patient registry. A operative report was provided through follow-up with the health-care provider. Unfortunately, no other information regarding the death or device was received. The cause of death remains unknown. A device history record (DHR) review is currently in process.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.